Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm, low battery and a motor error alarm. Customer stated that the motor error alarm occurred during basal delivery. Customer also mentioned that they had a chest x-ray done with the insulin pump on. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose reading at the time of the call was 359 mg/dl and has treated with a manual injection. No further information reported.